Manufacturer narrative:
Advanced failure analysis was completed on (B)(6) 2024. Initial failure analysis findings were confirmed. The lubricant mentioned in the complaint is krytox, and it did not appear to be excessive.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was not able to confirm or reproduce the customer reported complaint. The part was returned with a reported complaint that does not affect functionality. The white substance located at the distal end of the instrument has previously been identified by manufacturing as krytox lubricant. No damage found. No product issue was identified. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument tip was leaking a lubricant-like substance onto the tissue and other robotic instruments. The customer was unable to clean off the lubricant. The instrument continuously leaked the lubricant. The customer opened a new instrument to continue with the procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that there was no harm to patient, the instrument was not used in the procedure due to the leakage. The customer had no other information about the case or patient.